Event description:
It was reported that approx 6 weeks after l4-l5 plif (open) with peek device and infuse bone graft with posterior fixation, pt developed annular tear. This event is not related to the use of infuse bone graft, contrary to our previous report.

Event description:
It was reported that sometime after l4-l5 plif with peek device and infuse bone graft with posterior fixation, pt had neurological deficit and weakness. A reoperation was performed approx 6 1/2 weeks postop to remove bilateral fluid-filled cysts. Cyst wall tissue and fluid were sent for analysis. Test results reported that the material was sterile cysts and no infection was found. It is unknown if the infuse bone graft contributed to the reported event.